Manufacturer narrative:
Evaluation summary: the cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported a cracked cartridge. Additional information was provided indicated that there were two cracked cartridges that occurred during two separate intraocular lens (iol) implant procedures while advancing the iols into the patients eyes. There was patient contact but there was no harm to either patient involved. Both surgeries were completed with the iol without additional problems. The iols were not damaged by the cracked cartridges. The reporter does not have patient identifies. Both event occurred on the same day with the same lot# and the same type of concomitant products. There are two medical device reports associated with the report. This report is for the 2nd of 2 cracked cartridges.

Manufacturer narrative:
Evaluation summary: the used complaint cartridge samples were not returned. One opened cartridge pouch and 9 unopened pouches were inside the opened cartridge carton of the same lot. A sample of the unopened pouched cartridges was opened and evaluated. No damage was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Another sample was opened to conduct functional testing. Functional testing was conducted per the directions for use (dfu) using a qualified handpiece, 21.0 diopter lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The cartridge product history records were reviewed and all documents indicate the product met release criteria. The customer indicated the use of a qualified lens model. The diopter is unknown. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported complaint of "cartridge cracked". The diopter of the qualified lens model was not provided. It is unknown if the diopter is within the range qualified for use in the cartridge. The manufacturer internal reference number is: (B)(4).